Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as itchy due to sweating a lot. There was no alleged device malfunction contributing to the irritation. The patient was admitted to hospital and the nurse applied remedy baby lotion 2.8 for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.